Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented in the hospital pccu one day post implant. Loss of bipolar atrial sensing was observed at 0.5mv and could not be regained at 0.1mv. Sensing improved in the unipolar ring setting with a 1.2mv threshold, but occasional undersensing remained at the 0.5 mv to 0.1 mv settings. The device will be monitored.